Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that their implantable neurostimulator (ins) spontaneously switched off on the weekend of (B)(6) 2016. The ins turned off when the patient was attempting to connect their computer to a printer via wifi. Since the ins turned off, the patient had increased parkinson's symptoms. Previously, therapy impedances had been within range. When the system was checked, high impedances were measured on the left side, but the impedances were normal when tested at 3.0v. A device printout from (B)(6) 2016 to (B)(6) 2016 showed the patient had not used the patient programmer to make any changes to stimulation, the ins had not turned off due to low battery, no power on resets (por) had occurred, and the ins was being charged regularly. As of (B)(6) 2016, no additional troubleshooting had been done and the patient's health care provider (hcp) had been informed of the issues. The patient's indication for use is parkinson's disease